Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No response was received from the surgeon despite our repeated attempts of contacting for return of product and additional information regarding the event by email on 04/02/2009 and 04/09/2009. This event was determined to be reportable per edwards lifesciences procedures. The information provided was received on the implantation data card completed by the hospital or staff and submitted to implant patient registry. No additional information is available.

Manufacturer narrative:
Device not returned.